Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate occurred. After an hour, fill estimate was accurate. As the event was resolved at the time of the report, troubleshooting by tandem technical support was not performed. There was no reported impact to customer's blood glucose.